Manufacturer narrative:
Continuation of d10: product ID: ped-500-20, (b710313); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open and had resistance in the phenom 27 microcatheter causing break. The patient was undergoing a procedure for flow diversion treatment of a right internal carotid artery (ica) c7 segment unruptured saccular aneurysm. The aneurysm max diameter was 3.8mm and the neck diameter was 3.2mm. The distal landing zone was 3.98mm and the proximal landing zone was 4.73mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). The delivery system was in place with the phenom 27 at the distal end of the middle cerebral artery (mca). The pipeline was hydrated and delivered through the phenom. Deployment started at the c7 bifurcation. When the stent reached the c5 segment, it could not be opened. While tension was being applied for deployment, the device rebounded so had to be redeployed. The pipeline was retrieved into the phenom microcatheter but could not be fully resheathed; there was resistance with the pipeline in the distal end of the phenom microcatheter. After multiple attempts, the pipeline was deployed/separated from the pusher within the distal end of the phenom microcatheter so the system was removed together. Both the phenom and pipeline were then replaced and the procedure was able to be completed successfully. There was no harm or injury to the patient associated with this event.

Event description:
Additional information received reported the tip of the catheter moved during deployment. There was catheter kickback during deployment. The middle section fo the pipeline failed to open. The pipeline was in the distal section fo the vessel and was in a horizontal segment. Retrieved the stant and deployed it again on an attempt to open the pipeline. The stent was broken in the microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The pipeline flex braid was found detached from the pushwire and stuck inside the catheter lumen. The distal and proximal ends of the braid were found to be fully open and frayed. The middle of the braid was not opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be accordioned at 7.3cm to 13.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the catheter was cut to remove the pipeline flex braid. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the middle", "device opens prematurely", and "resistance during resheathing" were confirmed, as the pipeline flex braid was found detached from the pushwire and stuck inside the catheter lumen. The middle of the braid was not opened and frayed. Possible causes of the failure to open include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that the vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which rules these out as potential causes. The damaged braid contributed to the failure to open. The damages observed on the catheter (accordioning), braid (fraying), and hypotube (stretching) suggest that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex through the catheter against resistance. However, the cause of the resistance could not be determined. The customer reported that vessel tortuosity was normal, which eliminates it as a potential cause. A possible cause for the resistance may be the lack of continuous flush with heparinized saline during delivery. The customer report of "catheter kick back" was not confirmed. Possible causes of the "catheter kick back" include over-manipulation and resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.